Manufacturer narrative:
D4: partial UDI provided as the lot number is unknown. The device was not returned for evaluation. A review of the finished product electronic lot history record (elhr) and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Exception reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an unspecified procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.